Event description:
Additional information received reported the cause of the event was unknown. It was unknown if there were abnormal impedance measurements or if any interventions were performed, but per the manufacturer device registry the patient's extension was replaced.

Manufacturer narrative:
Product ID 3708360, serial # (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2012, product type extension.

Event description:
It was reported the patient felt no stimulation sensation while her stimulation was turned on which started after the patient was "brushing her hair or some kind of normal arm movement." The patient felt stimulation for "about 5 seconds and then it disappeared." It was noted the event occurred the weekend prior to this report and the patient had not felt stimulation since. The patient's programs had all been increased and the patient could not feel stimulation. It was noted all impedance measurements were normal. It was reported 4 days later the patient was seen again and an impedance check indicated the entire lead had open circuits. The patient scheduled an appointment with her neurosurgeon for (B)(6) 2012. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Product ID 3986a, lot# n067188, serial# implanted: (B)(6) 2008, explanted: product type lead. Product ID 3986a, lot# n067188, serial# implanted: (B)(6) 2008, explanted: product type lead. Product ID 37752, lot# serial# (B)(4), product type recharger product ID 37743, lot# serial# (B)(4), product type programmer, patient product ID 3708360, lot# serial# (B)(4), implanted: (B)(6) 2007, explanted: product type extension. (B)(4).